Manufacturer narrative:
This event was initially reported on 1822565-2017-00531; however, upon receipt of product identification, the MFR number was found to be incorrect. This report is being filed with the correct MFR number and all available information. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01506 & 0001825034-2017-01507.

Event description:
Legal counsel for patient reported that the patient's left hip was revised two years post-implantation due to fragmentation and failure of polyethylene, fractured locking ring, evidence of a dome screw wear on the backside of the liner, metallosis stained synovial tissue in the periacetabular region and malposition dome screw.

Manufacturer narrative:
Device was not returned so no product evaluation could be conducted. This device was used for treatment. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.